Event description:
Event occurred regarding a clave® connector where the customer reported that the central venous line at the connection for the pressor medication was broken. The customer reported an acute drop in blood pressure (specifics not provided) at 10:50am for a patient that is hemodynamically unstable in intensive care unit (ICU) on pressor management and continuous veno-venous hemofiltration (cvvh). The customer stated that they adjusted the arterial blood pressure waveform as appropriate i.e., re-leveled, flushed, and re-zeroed but there was continued drop in blood pressure after adjustments. The patient continued to be alert and orientated. They adjusted the lines as needed and blood pressure medication reconnected, so the patient's blood pressure increased appropriately.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Two used devices were retutned for evaluation; as received no visual damages or anomalies were observed. The reported complaint of a broken connection could not be confirmed. The returned samples were tested and met product specifications with no disconnections or leaks observed. Lot history review could not be conducted because no lot number(s) was/were identified.